Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the displacement test, sleep current measurement, active current measurement and self test. Device was received with normal operating currents. Device was monitored for several hours and no unexpected powering off or blank display noted. Device was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information indicated by medtronic that the insulin pump was blank all of a sudden. Customer stated that the insulin pump received an insulin pump error alarm. Customer stated that the insulin pump was able to clear the alarms as well as rewind. Customer stated that the alarm did not occur immediately after a battery change. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.